Event description:
It was reported that during a lap nephrectomy procedure, the site put the trocar in, attached it to the gas, and the disc popped and tore. It was not touching any metal. This occurred with three devices. They were able to complete the procedure without any consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.